Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 48 mg/dl. Customer treated low blood with frozen yogurt. Customer stated that this low blood glucose happened a week ago. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 236 mg/dl. The customer was treated for high blood glucose with pump. The customer was offered to troubleshoot for high and low blood glucose but declined.